Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 event was reported for this quarter. 1 device was available for evaluation but has not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device disassembled. 1 event had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 0 </noe> malfunction event in which the device disassembled.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 1 event was previously reported during the reporting quarter; however: - 1 previously reported event in this report should have been included under MFR report # 0001811755-2018-00856. - 0 total events were reported for this catalog number/device code combination for the reporting quarter. Event reported in this record in error.